Manufacturer narrative:
A review of the device¿s service history was performed and no previous report of similar events was identified since the unit's installation. Further livanova complaint database review and corresponding statistical analysis did not identify any adverse trends associated with this type of issue. Based on the investigation findings, the root cause of the event has been attributed to a faulty motor control board, likely due to wear and aging of the component. Wear in electromechanical devices can be influenced by specific usage conditions at the customer site and may have contributed to the event; however, there is no concerning trend for this type of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A1-a5 patient information was not provided h11 livanova deutschland manufactures the s5 roller pump 150, the event occurred in the united states. Livanova field service engineer was dispatched to customer facility, confirmed the issue and to fix it, the motor controller board has been replaced. After performing all the functional tests with positive results, unit was sent back to customer in its expected function. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the s5 hlm showed the error message motor control failure, related to roller pump 1. The issue occurred during procedure. There is no report of any patient injury.